Manufacturer narrative:
The c503 analyzer serial number was (B)(6). It was noted that the sample and reagent probes have not been cleaned since (B)(6) 2025.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for lactate dehydrogenase acc. Ifcc ver.2 (ldhi2) on a cobas c 503 analytical unit. The initial result was 359 u/l. The repeat result was 298 u/l. The sample was repeated, yielding a result of 236 u/l. After the initial point of contact, data was provided for additional patient samples. Of the data provided, discrepant results were identified for 15 patient samples. On (B)(6) 2025, patient 2 initial result was 213 u/l. The repeat result was 366 u/l. On (B)(6) 2025, patient 3 initial result was 195 u/l. The sample was repeated twice, with results of 246 u/l and 180 u/l. Patient 4 initial result was 186 u/l. The repeat result was 311 u/l. Patient 5 initial result was 179 u/l. The repeat result was 310 u/l. Patient 6 initial result was 251 u/l. The repeat result was 190 u/l. On (B)(6) 2025, patient 7 initial result was 381 u/l. The sample was repeated twice, with results of 223 u/l and 212 u/l. On (B)(6) 2025, patient 8 initial result was 1164 u/l. The repeat result was 286 u/l. Patient 9 initial result was 258 u/l. The repeat result was 193 u/l. Patient 10 initial result was 503 u/l. The sample was repeated twice, with results of 318 u/l and 292 u/l. Patient 11 initial result was 312 u/l. The sample was repeated twice, with results of 196 u/l and 188 u/l. Patient 12 initial result was 339 u/l. The sample was repeated twice, with results of 241 u/l and 175 u/l. On (B)(6) 2025, patient 13 initial result was 322 u/l. The repeat result was 177 u/l. On (B)(6) 2025, patient 14 initial result was 403 u/l. The repeat result was 282 u/l. On (B)(6) 2025, patient 15 initial result was 445 u/l. The repeat result was 276 u/l. On (B)(6) 2025, patient 16 initial result was 296 u/l. The sample was repeated twice, with results of 197 u/l and 238 u/l.